Manufacturer narrative:
Investigation results: the conical tip and shaft were not returned with device. The complaint is not confirmed for cone tip broke off unit. However, the device was rec'd with the distal extended ring detached from the unit.

Event description:
The hosp reported that during the sapehnous vein harvesting procedure, the cone tip on the dissector broke off the unit. The cone tip broke after dissection had been completed, and outside of pt's leg. No medical or surgical intervention was performed. The hosp did not report any pt complications.